Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a misfire occurred. With the device, they applied two green cartridges in the antral region, then three to four gold cartridges until finishing the gastric resection. The stapler functioned normally during the first two fires of green reload, and then continued with the two gold reloads. Afterwards, during the fifth fire, using a gold cartridge there was a misfire, with total suture dehiscence, with bleeding. The stapler was closed, but did not performed correctly, meaning that it did not perform the resection and closing the tissues. Another stapler and gold cartridge were used, applying them more tightly on the bougie. The tissue affected by misfire being resected and remaining on the extracted part of stomach. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No answer given. When the device misfired, and did not perform the resection and closing the tissues, were malformed or unformed staples present? On the second half. Was the staple line incomplete (interrupted/missing staples)? The second half of the stapling line was incomplete. Did the device cut? The device cut only on the first half. Was a leak test performed and if so, what was the result? Yes, the test was performed but after the misfire was resolved and the result was no leak. Was buttressing material utilized? No. Please note that we cannot provide answers to the following questions as they fall under data privacy: was there any patient consequence or change in the post-operative care of the patient as a result of the event? How was the intraoperative bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How long was the procedure prolonged? What additional operations were performed? What was the bmi of the patient? Was the patient male or female? The analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.